Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image input due to damage scope connector. Additionally, the image was grainy in areas for improvement mode. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.